Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a reader position issue resulting in no telemetry with the monitor. The patient attempted to send a t ransmission, but it repeatedly failed, stopping at a certain point. Troubleshooting steps included restarting the monitor, redocking and repairing the reader, and replacing both the reader and the monitor; however, the same error persisted. The patient was referred to the clinic. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.